Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a lap colectomy, the firing knob was broken off at the 4th firing of the functional end to end anastomosis when the firing knob was stuck and then moved forward forcibly. After that, the firing was completed by moving forward the proximal end of the knob with a forceps. No pieces were left inside the patient. The staple height was gold. Reinforcement material was not used. The staples were formed properly. Another device was used to complete the case. There were no adverse consequences to the patient.